Event description:
It was reported that stent damage occured. A 2.50 x 48 synergy drug-eluting stent was selected for use. However, upon opening the package, it was noticed that the middle strut was raised. The packaging did not have any damage. The procedure was completed with 2.75x38mm and 3.0x12mm synergy drug-eluting stents. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: a partial stent delivery system (sds) was returned for analysis. No proximal shaft or manifold were returned. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled distally. The stent length was measured using calipers and the result was within specification. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion break located 24cm from the distal tip.

Event description:
It was reported that stent damage occured. A 2.50 x 48 synergy drug-eluting stent was selected for use. However, upon opening the package, it was noticed that the middle strut was raised. The packaging did not have any damage. The procedure was completed with 2.75x38mm and 3.0x12mm synergy drug-eluting stents. No patient complications were reported.